Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2009. Product ID: 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead undersensing. It was further reported that the atrial lead was undersensing atrial fibrillation which resulted in no ventricular sense response pacing from the implantable cardioverter defibrillator (ICD) . The atrial lead and ICD remain in use. No patient complications have been reported as a result of this event.